Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy after a fall. Multiple attempts to reprogram were unsuccessful. System diagnostics recorded high impedances on multiple lead contacts. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.